Manufacturer narrative:
(B)(4). H6: proposed component code - mechanical (g04) drill. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the reamer would not ream bone without significant pressure. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the reamer exhibits signs of use with dings and marring on the quick connect feature. The cutting edges have dings and appear dull. Part and lot information obtained from etch. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.